Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of capture and sensing were observed on the right ventricular lead during a post-implant check in (B)(6) 2015. No patient symptoms were reported. A revision was performed on (B)(6) 2015. During the procedure, the lead's helix would not extend. The lead was successfully explanted and replaced at that time.

Manufacturer narrative:
(B)(4).

Event description:
New information reported that the lead had been dislodged.